Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 4.0mmx20mmx80cm sterling¿ balloon catheter was advanced to pre-dilate the target lesion. The balloon was initially inflated twice at 14 atmospheres each. During the third inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a coyote balloon catheter. No patient complications were reported and patient's status was good.